Manufacturer narrative:
Rti/tmi will conduct a re-review of the product history record for copios pericardium membranes, packaging production records, environmental monitoring, distribution for related complaints associated to the lot. A follow-up med watch will be submitted. Explanted not available.

Event description:
On (B)(6) 2016 the dentist implanted two copios pericardium membranes and two puros allograft blocks. On (B)(6) 2016 patient went for a checkup and swelling was noted and the wound was sealed. On (B)(6) "2012" at another checkup the patient was noted to have swelling and the wound was sealed. On (B)(6) 2016 the patient returned and wound dehiscence and reddening on both sides were noted the patient was rinsing with betaisodona. On (B)(6) 2016 the patient was noted to be rinsing with betaisodona. On (B)(6) 2016 the patient returned and symptoms noted were infection, reddening pain, inflammation, swelling, suture, dehiscence, soft tissue dehiscence, loss of transplant, bone block was not vascularized. The dentist attempted wound revision, explantation on both sides.

Manufacturer narrative:
Conclusion noted on follow-up #1 stated there were no related complaints for the lot nz16200153, when in fact there are 4 related complaints for the lot. Of note the batch records review was perfomed on complaint lot. The review includes among others sterilization certificates and the microbiological controls and showed that for all products all specifications were met at the time of release.

Manufacturer narrative:
Results: there were no departures noted during records review. Rti/tmi has distributed 195 grafts specific to copios pericardum membranes without related complaints for lot # nz16200153. Conclusion: given the fact (1) the xenograft underwent a validated sterilization methodology; tutoplast® which includes terminal sterilization by gamma irradiation after final packaging; (2) serial ID (B)(4) met rti/tmi's specifications and release criteria prior to distribution; (3) there are no related complaints for the lot; and (4) environmental monitoring data was acceptable, it is more plausible the patient's symptoms was associated with a source or event extrinsic to the xenograft implant